Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a low priority alarm 30166 (caution: max air exceeded) occurred on an amia automated pd system. This event occurred during cycle four of five. The patient was connected at the time of the alarm. The patient disconnected from the device, but did not follow prompts to properly disconnect and shut device down. The patient was left at screen where prompted to enter blood pressure. That morning when they woke up they noticed that there was fluid underneath the device. The patient drained manually. The technical service representative (tsr) assisted the patient in properly disconnecting and shutting down device. Once the patient took cassette out they stated that the second supply line came apart from the cassette. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no report of patient injury or medical intervention associated with this event. No additional information is available.